Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2018 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm upon the first rewind attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation duplicated the report. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced high blood glucose levels while on insulin pump therapy. A blood glucose measurement was not available; however, the reporter stated the patient had positive urinary ketones. There were no associated symptoms of hyperglycemia reported. The reporter did not provide any information regarding whether treatment was provided to the patient. The reporter alleged the patient¿s reported hyperglycemic event occurred as a result of the patient not having a backup insulin delivery plan in place to use when the pump stopped delivery of insulin due the occurrence of a call service alarm. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a call service alarm issue and concomitant training/misuse issue.